Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The reported purge system failure was confirmed in the logs. The purge system failure was unable to be reproduced. Inspection of the aic revealed that there were signs of ingress build up all around the purge assembly including the gaskets and the piston. The root cause of this issue was an ingress build up on the piston and around the gasket that prevented the piston from moving. G1 reporting contact fax number incorrect on manufacturer device report 1220648-2024-20774.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant had an automated impella controller (aic) and impella 5.5 pump support ongoing for a patient admitted in with cardiogenic shock (cgs) and cardiomyopathy. The support was ongoing when the purge failure occurred. The team troubleshot by pc replacement, but this did not remedy the issue and so the aic itself was replaced.